Manufacturer narrative:
Additional information from section d5 primary unique device identification (UDI): (B)(4). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. During valve deployment, when the valve reached the annular level, the patient developed complete heart block with an unstable rhythm. Temporary pacing was successfully established using the safari guidewire. An electrophysiology (ep) specialist was consulted intraoperatively and subsequently implanted a leadless permanent pacemaker.